Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During device preparation the flush lines with three-way stopcocks were attached to the sleeve handle and the mitraclip xtw handle. Flushing began, however it was noted that no water came through the bottom flush port. The operator tested with a needle but was unable to get it through. A clip was replaced with a new mitraclip xtw and a third mitraclip xtw was implanted to complete the procedure. The final mr grade was <1.

Manufacturer narrative:
All available information was investigated, and the reported blocked flush port was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported blocked flush port to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During device preparation the flush lines with three-way stopcocks were attached to the sleeve handle and the mitraclip xtw handle. Flushing began; however, it was noted that no water came through the bottom flush port. The operator tested with a needle but was unable to get it through. The clip was replaced with a new mitraclip xtw and a third mitraclip xtw was implanted to complete the procedure. The final mr grade was <1.